Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015; 6719 lead, adaptor implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to t-wave oversensing (twos). The lead was reprogrammed and the issue was resolved. The lead remains in use. No further patient complications have been reported as a result of this event.